Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the set screw on the device was unable to accept the wrench. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, the device was above eri. Electrical testing revealed normal device characteristics. Analysis found indications that the wrench used to tighten the setscrew was not being fully inserted into the setscrew inset. With partial insertion the wrench began to strip the inset during the process of tightening the setscrew. The wrench will not click when it is stripping the setscrew inset. In this case 30% of the inset was stripped indicating only 30% wrench insertion. The setscrew was tested to fully tighten with the wrench clicking when the wrench was fully inserted into the setscrew inset. The reported complaint of the setscrew was unable to accept the wrench was confirmed. The cause of the reported complaint was related to the user¿s use of the wrench.